Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during pacemaker implantation treatment. The treatment was delayed and completed by restarting the system. It was reported to philips that suite computer replacement is needed. The philips has sent quote for evaluation and repair service to customer however customer did not approve the quotation. The suite pc replacement was not performed. The same issue reoccurred after a few days, where fse found that the issue was due to hospital network and resolved by improving the hospital network. There has been no additional information received to date. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's suite computer needed to be replaced, which can impact booting. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.